Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was unavailable. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that this morning the arm was sent to its very first trajectory after registering with no issue and it showed on, but when drilling into left t1, the surgeon reported being medial by quite a bit. Trajectories were deviated less than 3.5mm. The system passed the accuracy test before and after the issue appeared. The plan did not seem to show potential for skiving. The site registered off a previous CT. The surgeon decided to continue without the guidance system and freehanded down to c7. There was no patient harm and the procedure was delayed less than an hour.